Event description:
No new patient or event information since the last report was submitted on 21oct2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. Visual examination confirmed the catheter was returned in used condition with the stopcock attached to the inflation line. The balloon catheter and rapid installation components were also returned. Functional testing was performed on the catheter by inflating the balloon with tap water. A leak was confirmed in the middle of the balloon. Under magnification, grasper marks were observed on the balloon material. One of the grasper marks punctured the balloon and caused the leak. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded unintended user error contributed to this incident. Damage to the balloon was use related. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 14oct2019: the blood loss prior to the initial balloon placement was 900ml and was measured by volume and weight. It was reported, the blood loss volume after balloon placement was unable to be measured. Hemostasis was achieved by packing the uterine cavity with gauze.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, that after a c-section delivery, a post-partum hemorrhage developed and a cook bakri postpartum balloon with rapid instillation components was utilized. Prior to the placement of the balloon, uterus massage and drugs stimulating contractions were utilized, but were not able to stop the bleeding. 800 ml of blood was lost before the balloon was placed. "After the incision was sewed," the cook bakri postpartum balloon with rapid instillation components was then placed transvaginal without forceps. 100 ml of saline was then injected, but the balloon was found to be leaking. The balloon was then removed and another treatment was utilized to achieve hemostasis. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.